Event description:
On (B)(6) 2012, the lay user/patient in the (B)(6) contacted lifescan to report the one touch verio meter was displaying the setup mode during testing. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, the patient noted the reported meter would revert to the setup mode, or move backwards through the setup mode menu. On (B)(6) 2012, the patient allegedly suffered the symptoms of nervousness and insomnia due to the reported meter issue. The patient did not receive any treatment or seek any medical attention. The issue was not resolved during the troubleshooting telephone call. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms were not indicative of severe injury and the patient received no treatment. However, as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k093745.